Event description:
It was reported that the end user was struck by a semi-truck while in the (B)(4) power wheelchair. The end user was subsequently ejected from the chair and run over by the truck resulting in death. It is unknown if the power wheelchair was in motion or stationary at the time of the incident.